Manufacturer narrative:
D4 lot #: the suspect lots are either r24k14062, r24j27017, r24g23062 or r24a15055. For suspect lot r24k14062: d4 - expiration date is 11/15/2026 and UDI# (B)(4). H4: the lot was manufactured between november 15, 2024 and november 16, 2024. For suspect lot r24j27017: d4- expiration date is 10/28/2026 and UDI# (B)(4). H4: the lot was manufactured on 10/29/2024. For suspect lot r24g23062: d4- expiration date is 07/24/2026 and UDI# (B)(4). H4: the lot was manufactured on 7/24/2024. For suspect lot r24a15055: d4- expiration date is 01/16/2026 and UDI# (B)(4). H4: the lot was manufactured on 1/16/2024. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set leaked from the vent. This occurred during patient infusion with cytotoxic drugs. The patient did not receive the full dosage of the medication as per standard procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.